Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on an unknown date, the patient underwent MRI which revealed ectopic bone growth, bone graft displacement and nerve impingement at s1, which had caused permanent nerve damage, leg instability and paralysis. On (B)(6) 2011: the patient was admitted with the following pre-operative diagnoses: degenerative disc disease thoracic spine, t5-t10; degenerative spinal stenosis, t5-t10. She underwent the following procedures: video-assisted thoracoscopic anterior diskectomy t5-t10; anterior interbody fusion t5-t10; placement of anterior interior body cages t5-t10; posterior spinal fusion t5-t10; posterior spinal fusion using autograft and allograft t5-t10. Reportedly, the patient was also implanted with rhbmp-2/acs in this surgery.

Manufacturer narrative:
(B)(4)

Event description:
Following the first surgery, the patient began experiencing bilateral pain down both legs and extreme pain that was not present prior to undergoing surgery. The doctor told the patient during follow-up appointments that when she healed from the surgery her pain and immobility would resolve. The patient also underwent physical therapy and pain management; however, she developed new neck and back pain as well as radiating pain. After the second surgery involving rhbmp-2/acs , the patient again underwent physical therapy and pain management. The patient's condition worsened after the surgery and she developed new neck and back pain. On (B)(6), 2011, the surgeon performed a third surgery wherein rhbmp-2/acs was implanted. Following the third surgery, the pain remained unchanged. The patient is now permanently disabled, in constant pain, and struggles with mobility.

Manufacturer narrative:
Concomitant medical products: unknown hardware, infuse bone graft. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with a pre-op diagnosis of "degenerative disk disease." The patient underwent l4-l5 tlif using rhbmp-2/acs. Discharge summary lists diagnosis as "severe degenerative disk disease." Patient was discharged on (B)(6) 2008. (B)(6) 2009 cervical MRI indicated "no stenosis or herniation is seen at any level" and "minimal posterior disk bulge" at c5-c6. On (B)(6) 2009 the patient was admitted with a diagnosis of "cervical disk herniation at c5-c6" and "spinal stenosis at c5-c6". The patient underwent an unspecified cervical fusion procedure using pedicle screws and rhbmp-2/acs. Patient was discharged on (B)(6) 2009. (B)(6) 2011 the patient was admitted to undergo a t5-t10 fusion using rods and screws and rhbmp-2/acs. The patient was discharged on (B)(6) 2011. Reportedly the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.